Event description:
A malfunction on the pump was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.